Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin leaked out of the septum during fill tubing. The customer successfully loaded a new cartridge and there was no impact to the customer's blood glucose level.